Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open or close. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer removed the back chassis, noticed a hard stop with the sensor stuck in the drawer, found three broken screws stuck in the groove, and attempted to remove them but was unsuccessful. The customer was updated, and the engineer will return to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. E1(initial reporter state - (B)(6).